Manufacturer narrative:
(B)(4).

Event description:
It was reported that during revision of the right atrial lead, the physician attempted to implant the lead, however the suture sleeve slid down the body, it could not be reached, it was now in the pocket, where it was left. A new lead was placed successfully. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis confirmed that the lead was returned in one piece without the suture sleeve. Analysis was normal, no anomalies were found.